Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 319 error was triggered indicating fault replicating the reported event. The usm was then installed onto a pftp where 319 was found to be failing on the carriage acc pca. Once testing was completed, the rolling loop fiber was aba tested and was verified be the source of the fault. As a result of these findings, failure analysis was able to conclude that the rolling loop fiber was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse observed the error and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that arm 1 would not move and leds were not lit. The logs confirmed error 319 reported by universal surgical manipulator (usm) 1-acc. The customer had disabled the arm. The customer power cycled, and the fault re-occurred. The tse recommended selecting disable arm 1 again. The customer continued the procedure with the remaining three arms. The procedure was completed as planned with no reported injury.